Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). The site deleted the information that the patient had a type iii endoleak. Based on the event for this, pr# is no longer reportable. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: ((B)(6): EU custom made aortic data collection project) on the (B)(6) 2024 the patient underwent stage 1 of a staged procedure. Procedural imaging, including both an angiogram and a cone beam CT without contrast, revealed a type iiia endoleak. The endoleak was reported as being between the ¿main aortic cmd ¿ distal aortic device¿. All stent grafts and intended side branch stents were patent at the conclusion of the staged procedure. All target vessels were patent. All target side branch stents were intact. During the staged procedure the patient received three devices. 1: vbx (non-cook)- no lot# (left subclavian). 2: zta-pt-40-36-217 / e4570752. 3: zta-pt-38-34-167 / e4576950. No technical difficulties in the delivery and deployment for any of the devices was reported.